Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced damaged injection. The following information was provided by the initial reporter: fm in the barrel.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following field was updated with corrected information: it was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced foreign matter in the barrel. The following information was provided by the initial reporter: fm in the barrel. H.6. Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that fm is in the barrel. The returned syringe was examined and exhibited a hard piece of plastic in the barrel. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced foreign matter in the barrel. The following information was provided by the initial reporter: fm in the barrel.